Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose. The customer reported experiencing a low of 49 mg/dl. The customer treated their blood glucose with food. The customer also reported the charger was not blinking when the transmitter was connected. Customer was advised to change the battery inside the charger. The insulin pump will not be returned for analysis.